Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the csv log files, ventricular assist device (vad) serial number, and if service repair has been performed as yet for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline sheath was damage and had two fractions with exposed wires. The driveline inner protective layer was also broken because the driveline got stuck by the belt buckle of the patient shoulder bag. The nurse taped the fractions with special tape and service repair will be performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site, as well as on-site inspection of the driveline cable, revealed damage/fracture to the outer/inner sheath of the driveline cable. Additionally, the visual evidence revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the additional outer/inner sheath damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5. Desc evt problem -d4. Expiration date, <(>&<)> serial # -h4. Device mfg date investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the outer sheath was also damaged and there have been no alarms after the driveline damage. A review of logfiles data confirmed that there was no damage done to the driveline wires. The first driveline damage was 43cm from the skin exit site and the second was 56cm from the skin exit site. Two driveline sheath repairs were performed.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site, as well as on-site inspection of the driveline cable, revealed damage/fracture to the outer/inner sheath of the driveline cable. Additionally, the visual evidence revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the outer sheath damage may be attributed to wear and/or the handling of the device. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.